Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported extended self test (est) not passing referencing the error for an air valve liftoff failure issue. The manufacturer¿s field service engineer (fse) replaced the blower assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported (est) extended self test not getting passed referencing the error for an air valve liftoff failure. There was no patient involvement.

Manufacturer narrative:
G4: 20feb2020 b4:(B)(6)2020. The blower assembly was returned for analysis. Visual inspection of the device shows no signs of damage or contamination to the exterior of this unit. The customer returned blower was installed into the fi test ventilator. It was determined that customer complaint was caused by shorted windings at coil a and coil b. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.